Manufacturer narrative:
Other applicable components are: product ID: 3889-33, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding an implantable neurostimulator (ins) for urge incontinence and urgency frequency. It was reported that that patient was asking if feeling a heat sensation from the wires was a symptom from the device. The patient was advised to contact the healthcare professional (hcp). There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the cause or circumstances that led to heat sensation from the wires, the patient said unknown. The steps taken to resolve the heat sensation from the wires were the patient called the healthcare provider's (hcp) office and was told it was okay not to do anything nor do they need to come in unless it becomes painful. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.